Event description:
It was reported that during a rotational atherectomy treatment procedure, a patient death occurred. The lesion was located in the circumflex artery. The physician made one ablation pass with the 1.25 mm rotablator rotalink plus burr. The physician then performed angiography which showed timi3 flow with no issues. Approximately 2 minutes later, the patient had pauses in the ECG. The physician inserted a temporary pacemaker, however the patient's heart rate stabilized prior to the activation of the pacemaker. The patient was started on dopamine to increase pressure and the physician decided to intubate the patient, calling the team in. However when the team began to intubate the patient the patient was found to have no pulse. CPR was performed for 30 minutes however the patient ultimately expired. In the opinion of the physician, the patient expired due to co-morbidities and due to being very sick to begin with.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).